Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). The root cause of the u104 and u1003 failure could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.